Event description:
User facility reported via medwatch (B) (4), "while using plastic (reusable) tibial insert trial, a piece was broken off as md was inserting trial. Md inspected pt's knee - all pieces were recovered. Did the event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original procedure? Total knee replacement. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or additional info becomes available it will be submitted in a supplemental report.